Manufacturer narrative:
Eval results - a work order search was conducted, and there was one similar records found within the work order.

Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the od in 2006. The patient reported loss of vision due to the development of a cataract and the patient was also experiencing glare. The cataract was extracted, and the micl was removed in 2008. Preop v/a was 20/20 and post op 20/50.